Manufacturer narrative:
The complaint allegation is confirmed. Based on photographic evidence, the ar-8400obe burr (batch 15496415) was damaged at the distal hub. After reviewing the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user error, resulting from improper engagement or misalignment during burr insertion, which led to excessive stress on the device.

Event description:
It was reported that during an acromioclavicula (ac) decompression surgery the shaver handpiece ar-8332h (sn (B)(6) damaged the burr ar-8400obe (lot: 15496415). The burr got torn up in the bottom where it was connect to the shaver. Plastic pieces remained in the shaft of the shaver handpiece. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.